Event description:
Pt reported they did back to back tests within 10 minutes of each other using separate finger sticks and got readings of 447 and 333 mg/dl (29% difference). No symptoms were reported. Meter is not cleaned according to manufacturer's product recommendations (patient cleans meter with alcohol). Lfs representative reviewed qc procedures and importance of using control solution. There was no allegation of harm.